Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure, the stent was too long. The 11fr 12mm x 70mm wallgraft was successfully advanced to the lesion. Upon crossing the lesion, the physician noted that the wallgraft was "too long to place". The physician attempted to reposition the wallgraft several times to find a better location, but was unsuccessful. The device was successfully removed and the procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "stable".